Manufacturer narrative:
This event occurred in (B)(6) involving a alulite wheelchair. Invacare is filing this report due to the lttfr wheelchair, that was last sold in the united states, in 2015, is similar to the alulite wheelchair. It has been requested the device be returned for an investigation. As of (B)(6) 2021, the wheelchair has not been received. It is not yet possible for invacare to determine the cause of the incident, should additional information become available, a supplemental record will be filed.

Event description:
The fork on the wheel of the alulite wheelchair broke, and the end-user fell. He cut his eyelid and fractured his finger, and was hospitalized.